Event description:
During a gastrojejuonstomy procedure, it was reported by the rep. That the tlc55 was fired to anastomose the stomach to the jejunum. It was reported that four alice clamps were used to bring the stomach and jejunum together. The tx60b was then put into place, the stomach and jejunum were then double checked to make sure that they were still in the clamps. The tx60b was closed and fired. The clamps were removed. A heavy mayo was used to cut the tissue. It was reported that there was a tear in the tissue down to the mucosa along the staple line. It was reported that the procedure had to be extended because of the tissue tear.

Manufacturer narrative:
Conclusion: based upon the inquiry info received, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples firing and forming. The instrument was received and was noted to be very clean and was in good physical condition. The instrument was examined and was found to be functional, and no sharp edges or burrs of any kind were observed on or about the instrument. A test cartridge was loaded onto the instrument and was cycled, fired, and properly formed all staples within specs. No conclusion could be reached as to what may have caused the reported incident during surgery. Comments: each instrument is evaluated during the assembly process to ensure that if functions properly. The tissue may incurr damage or tearing if it is over compressed within the jaws.